Event description:
It was reported that, during insertion into patient, the fiber wire broke. It was noted that this resulted in temporary harm caused to either the patient, user, or other person. No further information provided on procedure or patient outcome.

Event description:
It was reported that, during insertion into patient, the fiber wire broke. It was noted that this resulted in temporary harm caused to either the patient, user, or other person. No further information provided on procedure or patient outcome.